Event description:
It was reported that during attempted insertion of the iab, difficulty was encountered passing the iab over the spring wire guide. As a result of this, a second iab was inserted successfully over the same spring wire guide. There were no pt complications.